Event description:
Customer reportedly received results of 50 mg/dl and 211 mg/dl within 10 minutes on the advantage system. Customer states she had low blood symptoms with these results. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate how long she noticed the meter giving discrepant results. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549066, expiration date 05/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.